Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, h8 and correction to g3 of the initial medwatch. The aware date should be jul 01, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. There is a possibility that reprocessing could not be performed properly and foreign material could not be removed due to leakage caused by damaged channel tube. Device abnormality on the objective lens was not confirmed. The event can be detected/prevented by following the instructions for use: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Event description:
The videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the videoscope exhibited foreign material in the objective lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.